Manufacturer narrative:
E1: initial reporter phone: (B)(6). H11: device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The moderately calcified, 100% stenosed target lesions were located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for a percutaneous atherectomy procedure to treat chronic total occlusions within the patient's stent placed prior to this event. After two passes in the blades down mode, the 2.1mm jetstream xc catheter was functioning as expected. After rotational atherectomy of a 20 cm lesion, the 2.1mm jetstream xc catheter could not suction and failed to evacuate. The 2.1mm jetstream xc catheter was removed and reprimed; however, troubleshooting did not resolve the issue. There were no patient complications, and the case was completed with a different device of the same model.

Event description:
It was reported that failure to evacuate occurred. The moderately calcified, 100% stenosed target lesions were located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for a percutaneous atherectomy procedure to treat chronic total occlusions within the patient's stent placed prior to this event. After two passes in the blades down mode, the 2.1mm jetstream xc catheter was functioning as expected. After rotational atherectomy of a 20 cm lesion, the 2.1mm jetstream xc catheter could not suction and failed to evacuate. The 2.1mm jetstream xc catheter was removed and reprimed; however, troubleshooting did not resolve the issue. There were no patient complications, and the case was completed with a different device of the same model.

Manufacturer narrative:
E1: initial reporter phone- (B)(6).